Manufacturer narrative:
The radiometer investigation has not been able to define the root cause in this case due to insufficient information provided. Hence, the root cause remain unknown.

Event description:
According to the complaint 2024 sep 18th, the hospital reported, the abl90 flex analyzer (serial no; (B)(6) ) continuously reported faults from sep 5th, 2024, to sep 7th 2024. After the operators performed the required flushing, the fault was not eliminated. Subsequently, they replaced a spare used inlet gasket with holder, which resolved the issue. However, after a period of testing samples, the same fault reoccurred. During this time, the abl90 flex analyzer repeatedly prompted to replace the new solution pack, but even after replacing it, the fault was not resolved. An engineer was called to the site, and the fault was eliminated after cleaning. After testing samples for a while, the same fault reappeared, and the issue was not completely resolved.